Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with a cracked reservoir tube lip and a cracked case at the display window corner. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, device was received with a loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump had a crack on reservoir opening. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump a had crack on the top of the pump casing and was making unusual grinding noises when rewinding. The device was returned for analysis.